Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 50-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain lower ("severe cramping"), dyspareunia ("painful intercourse"), urticaria ("hives"), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("menorrhagia"), rash ("skin rash"), female sexual dysfunction ("apareunia(inability to have sexual intercourse)"), anaemia ("anemia"), mood altered ("moodiness"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). The patient was treated with surgery (she underwent to remove essure device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, urticaria, feeling abnormal, fatigue, abdominal pain, vaginal haemorrhage, menorrhagia, rash, female sexual dysfunction, anaemia, mood altered, depression, migraine, headache, nausea, allergy to metals, vaginal discharge and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anaemia, depression, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, female sexual dysfunction, headache, menorrhagia, migraine, mood altered, nausea, pelvic pain, rash, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: total bilateral occlusion . Most recent follow-up information incorporated above includes: on 4-apr-2018: pfs received:the event menorrhagia, skin rash, apareunia, anemia, moodiness, depression, migraines, headaches, nausea, nickel allergy, nickel allergy, vaginal discharge, weight gain added.reporters,lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles"), abdominal pain lower ("severe cramping"), dyspareunia ("painful intercourse"), urticaria ("hives"), feeling abnormal ("brain fog"), fatigue ("fatigue"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (she underwent to remove essure device). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, dyspareunia, urticaria, feeling abnormal, fatigue, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, pelvic pain, urticaria and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.